Event description:
It was reported to boston scientific corporation on (6)(6), 2009, that a sensation standard snare oval was used during a colonoscopic polypectomy procedure performed on (6)(6), 2009. According to the complainant, during the procedure, while the snare was looped over the polyp, the physician released the snare from the polyp and completed the procedure with another sensation standard snare oval. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information provided by (6)(4), the site sales representative, indicated that the complaint stated that the endostat did not malfunction. Furthermore, the generator has since been used with no additional issues.

Manufacturer narrative:
The complaint indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (6)(4).